Manufacturer narrative:
Internal complaint reference (B)(4). H10. H6: updated.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found the device pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, after a fast fix t1 implant was fired, it detached from the suture and was left secured in the patient´s meniscus. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).